Manufacturer narrative:
The technician replaced both head panel gas springs to resolve the issue.

Event description:
The technician alleged that the head panel gets stuck in the upright position. No pt impact.